Manufacturer narrative:
Sc-2317-50 (sn (B)(6)): the returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-2317-50 (sn (B)(6)): the returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-1232 (sn (B)(6)): the returned ipg was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. The examination results of the ipg indicate normal characteristics both visually and functionally. A 24-hour output monitoring of two active electrodes used on the latest patient program showed that the stimulation remained on without any interruption. However, a review of the impedance log during the analysis of the data log revealed that electrodes 8 and 9 had fluctuating impedances while the device was implanted. These electrodes were used as active contacts in the simulation program, and the associated lead was found to have cable fractures right at the anchor point. These are known factors that may contribute to inadequate and undesirable stimulation experienced by the patient. However, a labeling review found that the reported events are known risks associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation and was getting shocking sensations due to high impedances on the leads. The ipg was turning on and off intermittently. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077557. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: 542206, batch: 542206.

Event description:
It was reported that the patient experienced inadequate stimulation and was getting shocking sensations due to high impedances on the leads. The ipg was turning on and off intermittently. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively.